Event description:
This is an international report that when the transfer set was connected to the bag by a clean flash, the patient opened the cover of the clean flash, and found that the spike was bare. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4).the sample has been reported to be available for evaluation and has been requested. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to find any problem under lab conditions with the returned sample and, therefore, the root cause was not determined. The returned sample did not show any connection problems. A batch review could not be performed since the lot number was unknown.